Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was not booting up. Review of the logfile shows host-pc could not connect to the flexvision-pc confirming a malfunctioning flexvision pc. Upon troubleshooting, the fse checked the system and found that when pc was powered up, breakers in m rack blows determining a malfunctioning flexvision pc. To resolve the issue, fse replaced the flexvision pc. The defective parts were returned for analysis, for flexvision pc, malfunction was observed with no power as failure, unit non-functional/dead and the failed component was found to be power supply unit (psu). After replacement the device returned to good working order. The codes were updated based on the investigation outcome.